Event description:
It was reported that the patient presented during implant procedure. Upon review, the atrial lead exhibited high capture threshold and the physician alleged that the helix was not able to retract. The atrial lead was replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
The reported events were high capture threshold, helix mechanism issue, and lead fracture. As received, a complete lead was returned in one piece for analysis. The reported events of high capture threshold and lead fracture were not confirmed. Visual inspection and x-ray of the lead did not find any anomalies. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported event of helix mechanism issue was confirmed. Visual inspection found the helix to be retracted and clogged with blood. After cleaning the helix, the helix could be extended and retracted by applying torque to the connector pin. The reported event was isolated to the helix being clogged with blood.

Event description:
Additional information received indicated that the physician alleged the atrial lead was fractured.